Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded suspected discrepant results on a patient. There was no patient information, or test/collection times at the time of this report. Method: I-stat, result: 5; lab, 8. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. It was determined that both the I-stat and lab results provided are above the therapeutic range. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 11/21/2018. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained cartridge testing of pt/inr cartridge lot t18153 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for pt/inr cartridge lot t18153.